Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the cause of the pump explant was due to cellulitis surrounding the pump pocket. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving clonidine, dilaudid & bupivacaine via an implanted pump. The indication for use was non-malignant pain. It was reported the patient was complaining of increase pain and redness around the incision area for the past 3 weeks. The patient was also complaining of itching around the incision, tenderness going around the back area and swelling of the right leg. A x-ray was performed, on (B)(6) 2018, and no acute cardiopulmonary disease was noted. It was noted the symptoms had gotten worse within the last three days. The hcp examined the patient, on (B)(6) 2018, and admitted the patient to the hospital for testing. A MRI without contrast was performed and there was a need for venous access for intravenous antibiotics. The patient was administered medications and the event resulted in in-patient hospitalization. It was indicated the event was possibly related to the device or therapy and possibly related to the implant procedure. The event was noted as ongoing.

Manufacturer narrative:
H6: added fdp: c26726 . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the pain and redness was unknown. The patient's baseline weight was (B)(6) lbs. The patient was receiving clonidine (250.0 mcg/ml at 27.49731 mg), dilaudid (2.5 mg/ml at 0.27497 mg) & bupivacaine (12.0 mg/ml at 1.31987 mg) via an implantable pump.

Manufacturer narrative:
The pump was returned, and analysis found no anomaly of the pump. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated to reflect the information received on 2018-dec-20. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study on 2018-dec-20. As of (B)(6) 2018, the patient was reportedly receiving clonidine (250.0 mcg/ml at 30.01563 mcg/day), dilaudid (2.5 mg/ml at 0.30016 mg/day) <(>&<)> bupivacaine (12.0 mg/ml at 1.44075 mg/day) at a simple continuous rate.